Event description:
The customer stated there was a speaker malfunction on the mx40. There was no report of death or serious injury caused by the telemetry device. Patient data was not provided as there was no allegation of death injury or serious injury.